Event description:
It was reported that during an azacitidine (200 mg) infusion at an unspecified rate, the device alarmed. Upon further examination the set separated and leaked at the male luer. It was reported that the chemo leak did not reach the patient skin. There was no patient harm.

Manufacturer narrative:
The customer¿s report of tubing separated at male luer and leaked was confirmed. Visual inspection of the set noted that vinyl tubing was completely separated from the distal male luer. Examination under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The cause of the leak was due to the tubing separating at the tubing engagement. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that during an azacitidine (200 mg) infusion at an unspecified rate, the device alarmed. Upon further examination, the set separated and leaked at the male luer. It was reported that the chemo leak did not reach the patient skin. There was no indication of patient harm.